Event description:
A sagittal saw attachment was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted if the device is received and the quality investigation is completed.